Manufacturer narrative:
.

Event description:
It was reported that the patient was experiencing an increase in seizures. Clinic notes dated (B)(6) 2014 note that the patient presents to the clinic complaining of seizures. It was noted that the patient's seizure pattern is unchanged. It was noted that the patient's labs were normal. The patient was referred for generator replacement. No known surgical interventions have been performed to date.

Manufacturer narrative:
As it is unclear whether all of the additional/corrected information was included in the previously submitted MDR, this report is being submitted to ensure all of the relevant information was provided. Relevant tests/laboratory data; corrected data: the previously submitted MDR inadvertently did not include the relevant device settings.

Manufacturer narrative:
Relevant tests/laboratory data; corrected data: the previously submitted MDR inadvertently did not include the relevant device settings.

Event description:
It was reported that the seizure rate remained below pre-vns levels. It was reported that the increase in seizures was due to a reduction in parameters.

Event description:
An implant card was received indicating that the vns patient underwent generator replacement surgery on (B)(6) 2014. The explanting facility discarded the explanted device; therefore, no analysis can be performed.